Event description:
Information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was caller stated patient was in office for reprogramming today but the implant (ins) is dead. Patient reported that the antenna cord is damaged/frayed - like it kept getting caught in the zipper of the carrying case and they haven't been able to charge their ins for a couple months. Caller stated they need to get ins charged as they think it may need to be replaced - technical services (tss) reviewed that ins has 9 year longevity. Patient stated they plugged "it" in and was charging and the next day they went to finish charging but it was turned off, there was no power to it and it wasn't charging. Patient they were referring to ins, however, tss suspected they were likely referring to recharger. Tss asked specifically if the recharger was working appropriately and patient stated it doesn't turn on at all. Patient didn't have their equipment with them. Patient was going to call back when they had access to equipment to see if any other replacement(s) were needed. A replacement recharger (insr) antenna was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 37791, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.